Event description:
The lead was returned to the manufacturer after being explanted due to medical judgement/system upgrade. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the outer insulation had breached depression. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic depression, there was blood in/on the helix/lobe mechanism, and there was tissue on the helix.